Event description:
The device had been in use for 24 hours when the patient stood up the tubing detached from the adapter.

Manufacturer narrative:
The sample was received on 23 may 2008 and is currently being decontaminated. Additional information has been requested. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 02 june 2008.